Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 14-may-2018 with the following findings: a review of the black box showed multiple loss of prime warnings with a low non zero force. The pump was run for 24 hours and the loss of prime was not duplicated. The force calibration testing passed. Unrelated to the original complaint, the battery compartment was cracked at the threads to the left side of the grip pad down to the seal. Additionally, the display was dim and letters had a red hue.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 2 or more times. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow up # 1 date of submission (B)(4) 2018. The product for this complaint was updated and a single report was sent in error. The correct product is the one touch ping pump therefore this complaint will be submitted via summary report per the pilot program for medical device reporting on malfunctions. The pi classification field has been updated to reflect this classification. Brand name: onetouchping glucosemgmtsystemcommon device name: onetouch ping insulin pump.